Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose (stated as a ¿baby dose¿) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that it took four surgeries to get the pump in right. It was stated that it was not fault of the pump but the fault of the healthcare professional (hcp), per the consumer. It was related that there were three pumps in a row and the patient only had to pay for one. It was stated that in (B)(6) of 2013 or 2014 there were three pumps and the hcp ¿messed up¿ with all three of the surgeries they had to be ¿planted back in¿ three months in a row. It was again stated it was not a pump problem it was the patient¿s managing hcp. No further complications were reported. Refer to manufacturer report #3007566237-2017-02139 for information pertaining to one of the other pumps referenced in the event. A follow-up report will be sent for the other manufacturer report submitted for the other pump referenced in the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to manufacturer report #3007566237-2017-02141 for the other report submitted for the other pump referenced in the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.